Manufacturer narrative:
The reported event could not be verified. A partial lead was returned cut at 16.7cm from connector pin. Electrical tests of the returned piece indicated normal characteristics. Without return of the entire lead a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that varying thresholds were observed. The lead was capped and replaced.